Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the device was severely worn. The probe was not returned with the subject device. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows: do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During an unspecified procedure, the subject device was used. The tip of the device was detached. The intended procedure was completed with another device. There was no patient injury reported. On august 29, 2018, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn. This is the report regarding the severely worn tissue pad.